Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the leaking occurs at the connection site between the texium secondary infusion set and the uppermost alaris primary infusion set y-site. The leak consists of a small amount of droplets forming during the infusion. It has occurred from the point of 30 minutes into the infusion to 45-95 minutes of an infusion. There is no commonality of base or drug solutions causing the leak. It has occurred a total of 5 times in the last 6 business days. Our facility uses alaris pumps which are currently maintained.

Manufacturer narrative:
It was reported that there was a leak. Three samples model 10013364t, lot 24079174, 24089058, 24059150 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and pressurized at 30 psi for 10 minutes. No leakage was observed. The customer complaint was unable to be replicated. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: 10013364t batch#: 24079174, 24089058, 24059150, 24093001. It was reported by customer that the leaking occurs at the connection site between the texium secondary infusion set and the uppermost alaris primary infusion set y-site. The leak consists of a small amount of droplets forming during the infusion. It has occurred from the point of 30 minutes into the infusion to 45-95 minutes of an infusion. There is no commonality of base or drug solutions causing the leak. It has occurred a total of 5 times in the last 6 business days. Our facility uses alaris pumps which are currently maintained. Hello (B)(6), one of our sites, community cancer institute has had 5 cases recently where chemotherapy has leaked from the tubing during infusions. Most recent case was today. Do you have a contact you can put us in touch with to get assistance on this issue? Thanks, xxxxxxxxx additional information: including (B)(6) supply chain manager (B)(6), below is the complete list of affected reference numbers and lots. The items in red text were involved in a spill today, 10/31/2024. Bd secondary infusion set item number 10013364t, suspected lots (10)24079174, (10)24089058, (10)24059150. Bd alaris pump infusion set item number 2426-0500, suspected lots 1024083015, 1024083012, 1024073140, 1024073135, 1024063259, 1024093001. Additional information: patient 1: 2 occurences 7 days apart: date of events: 9/25/2024, 10/2/2024. Patient 2: date of event: 10/8/2024. Patient 3: date of event: 10/11/2024. Patient 4: date of event: 10/14/2024.